Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch released in march 2020. Investigation: despite our requests, the device was not returned for analysis. No x-rays films or medical reports are currently available. The information received are not sufficient to perform a thorough investigation. No conclusion can be drawn about the root cause. This type of incident is a known potential adverse event of the implantation of access ports. This is a rare incident. No corrective action is envisaged. If new element become available in the future, we will re-open this complaint file.

Event description:
(B)(6)-year-old patient (sickle cell disease) summoned to day hospital for a transfusion exchange on (B)(6). It is found that the device placed on (B)(6) 2020 is defective. Indeed, no blood return is observed, the catheter is disconnected from the access port. The patient confirms that he has not performed a sport at risk for the device. On (B)(6) 2020: hospitalization in interventional radiology under local anesthesia to recover the catheter in femoral. On (B)(6) 2020: surgical intervention for explantation of the access defective port. The access port is removed without any problem with its connection ring. No catheter segment was not found around the port or on the access port.